Manufacturer narrative:
Eval: the product was not returned to datascope for eval. The item was discarded by the hosp. (This follow-up MDR was mailed to the FDA on 7/10/98).

Event description:
The waveform dampened on the pump and the dr was unable to flush or aspirate the inner lumen. The iab was not returned to datascope for eval. The iab was discarded by the facility. [Event complications]: unk-reported 5/26/98; none-reported 6/17/98. [Pt's current status]: unk-rpt'd 5/26/98.